Manufacturer narrative:
A ge service rep performed an onsite investigation. No further repair info is available at this time.

Event description:
The customer reported that the system would not display a fluoroscopic image. There is no report of patient injury associated with this event.